Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. (B)(4) for the reported event: difficulty retracting brush. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, while inside the patient at the stricture in the common bile duct, difficulty was encountered retracting the brush back into the sheath. The device was removed from service, and the procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the catheter was kinked at multiple locations throughout and the brush wire was bent at multiple locations. Functional evaluation found that when the handle was actuated, there was resistance. The brush would extend fully with effort but did not fully retract. Review and analysis of all available information indicated the most probable root cause for this event was operational context. Since some operational or anatomical aspect of the procedure could cause the catheter and wire to become bent, resulting in the issues experienced when extending and retracting the brush. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, while inside the patient at the stricture in the common bile duct, difficulty was encountered retracting the brush back into the sheath. The device was removed from service, and the procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.